Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited episodic noise on all 3 channels. This noise resulted in pacing inhibition. There were no symptoms reported.